Event description:
The facility's biomedical engineering dept reported an infusion pump that turned itself off without warnings or alarms during pt use. Channel a was infusing total parenteral nutrition and channel b was infusing lipids when the reported event occurred. Info was not provided regarding whether or not channel c was being used. The nurse noticed blood backing up in the pt's central venous line. The nurse checked the pump and noticed that the pump was powered off. The nurse then obtained a new pump and restarted the infusions. The facility's risk management dept stated that no pt injury had been reported. Despite baxter's efforts to obtain additional info from the risk management dept, details were not available regarding pt's demographics, diagnosis or status, rate of medication involved, or set up of the infusion device.